Event description:
It was reported that a piece of this unknown attachment is stuck in the concomitant handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a piece of this unknown attachment is stuck in the concomitant handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.